Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician. (B)(4) failure (event) observed during analysis. No svc output was observed during analysis. Device was tested a second time and svc output was available, but at a lower amplitude. The failure mode was lost during further testing. The cause for the output anomaly could not be determined.

Event description:
This report is to advise of an event observed during analysis.